Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. The reported patient effects of mitral valve injury (tissue damage), worsening mitral regurgitation (mr), fever and endocarditis, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology and likely due to the endocarditis. The reported patient effect of fever and tissue damage (ruptured leaflet) appears to also be a result of the endocarditis; however, a cause for the endocarditis was not reported and could not be identified. In addition, the reported worsening mr was likely a result of procedural conditions and due to the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the endocarditis, clip detachment, leaflet damage and hospitalization. It was reported that the initial mitraclip procedure was performed on (B)(6) 2016, to treat functional mitral regurgitation (mr) with a grade of 3. One clip was implanted, reducing the mr to 1. The patient was discharged on (B)(6) 2016. On (B)(6) 2016, the patient returned to the hospital. The patients implantable cardioverter defibrillator (ICD) was shocking several times and the patient had a fever. On (B)(6) 2016, echocardiogram was performed and it was found that the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr had increased to 3 and there was suspected posterior leaflet damage. The physician suspected endocarditis and medication was provided. It was believed that the slda was caused by the suspected endocarditis. The patient remains hemodynamically stable, without fever. No additional treatment for the mr has been planned. No additional information was provided.